Event description:
It was reported that the patient expired in (B)(6) 2014. It was also noted that hv therapies were programmed off on (B)(6) 2014. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.